Event description:
It was reported that pump displayed malfunction alarm with code 12, and no notable events occurred prior to malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction occurred again, and caller acknowledged and understood guidance.